Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: d4:unique identifier (UDI). H4:device manufacture date. Evaluation summary: based on the reported content, it is believed that the coating material of the ift was damaged, and the antiseptic solution entered the inside of the coat, causing the coat to float. Collision with aer or other equipment in the endoscopy room can be considered as a cause of scratches on the coating material. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 13-aug-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 18-aug-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Ift coating damage at 10 cm, leaky. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.